Event description:
Doctor was operating the intracardiac echo catheter and after about 5-10 minutes it quit working. It was unable to obtain diagnostic images after functioning normally. Once the images became poor we rebooted the machine, re-prepped the catheter and still did not respond. A new catheter was used unknown if it was the same lot number but it worked fine and patient did well.